Manufacturer narrative:
(B)(4).

Event description:
New information states that patient experienced chest discomfort.

Event description:
It was reported that the patient presented for a lead extraction procedure due to the chest pain. Electrical measurements of the lead were normal. The lead was prophylactically explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: expiration date and manufacture date in previous report were incorrect.